Event description:
It was reported that the power cord of the device was damaged, the power cord become hot during the test indicating a internal short circuit. This material will be not returned for repair our evaluation, because will be repaired to the technical assistance (B)(6).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.